Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that when performing periodic testing, they noticed the navigation ring was not working. There was no patient involvement. The manufacturer's field service engineer replaced the front bezel, which includes the navigation ring, and the problem was resolved.

Manufacturer narrative:
G4: 22apr2020. B4: 22apr2020. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the navigation ring failure. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. The original submission MFR. Report#: 2031642-2020-01360 no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.